Manufacturer narrative:
No sample material was received for investigation. The customer did not provide any additional information. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Sample material was requested for investigation.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with the elecsys syphilis assay on a cobas e 801 analytical unit, serial number (B)(6). The sample initially had a syphilis result of 0.859 coi (non-reactive). The sample was repeated using a different reagent lot and had a syphilis result of 1.03 coi (reactive). The vdrl (venereal disease research laboratory) test was positive 1:4. A second sample from the patient was tested using a competitor method and had a reactive syphilis result. No date or specific value was provided.